Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7438, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor. The patient reported that for the past week they cannot get the programmer to turn on the ins. The patient reported that for the last week they have had symptoms return. They stated that it is difficult to write and they had trouble feeding themselves the day prior. The patient saw their hcp in (B)(6) 2016 who told them their ins had plenty of ¿strength¿. The patient had a follow up with their healthcare provider scheduled for (B)(6) 2017 to test the ins. The patient was sent a new programmer. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that their issue of not being able to turn on stimulation has not been resolved. The patient noted that the battery was probably well beyond its expected service, and noted that it has been over a year since they noticed a "turn-on" electric surge.

Manufacturer narrative:
Analysis of the programmer (sn#: (B)(4)) found no anomalies. The device functioned normally and had no damage or visible corrosion. If information is provided in the future, a supplemental report will be issued.